Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the patient's caregiver was switching power sources from battery power to the power module, the system controller displayed a "red heart" alarm and the patient reportedly experienced a near-syncopal event with emesis. The patient's caregiver immediately switched the patient back to battery power and the patient was reportedly fine.

Manufacturer narrative:
The patient remains ongoing on lvad support without any further issues. The manufacturer is attempting to acquire the suspect device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.